Manufacturer narrative:
(B)(4). Upon further evaluation, it was determined that this case was erroneously reported. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, and the reported device cannot be reasonably verified to be a contributing factor to the reported unspecified infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: not a reportable event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), g2-foreign- australia. Item#:110010263 ;lot#: 6616885 ;item name:g7 osseoti multihole 50mm d; item#:11-301300 ;lot#: 669030 ;item name: arcos con sz a std 50mm. Item#:11-300812 ;lot#: 907920 ;item name: arcos 12x150mm spl tpr dist; item#: 11-107018 ;lot#: 946110 ;item name: freedom constr hd 36mm t1 std. Item#: 010000982;lot#: 6630227;item name: g7 screw 6.5mm x 35mm; item#: 010001000;lot#: 6469604;item name: g7 screw 6.5mm x 35mm. Item#: 010000999;lot#: 6596558;item name: g7 screw 6.5mm x 30mm. H3-other: part# and lot# unknown. Also device location is unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.